Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The event date is approximate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient. It was reported that the patient¿s device was not working over the weekend. The patient met with their representative (rep) and had some adjusting done with the device, the rep had to adjust their wires. The patient was very upset of what they were going through. No further complications were reported.